Event description:
Information received regarding the explanted device notes that the patient did not feel well and went to the clinic. During the histogram reading, the data display was empty. The device was reinterrogated and dashes (---) appeared for the microprocessor controlled parameters. Attempts to return to standard and download the microprocessor were unsuccessful.